Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient underwent scs system explant on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
The event of system explant was reported to abbott. Reason unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.